Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified on 4/28/2026 regarding a revision to an lsk tibial plateau with dr. (B)(6) that occurred on (B)(6) 2026. The original surgery was performed on (B)(6) 2023. Explanted plateau will not be returned. [Customer].